Event description:
Report received from distributor to inform that galvo from intralase laser gave them displacement flap cuts (decentered flaps) for several pts for a total of 38 eyes (20 right eyes and 18 left eyes) in the last week.

Manufacturer narrative:
(B)(4). Eval: abbott tech support and the distributor field service specialist reported that they were able to duplicate the problem and the part (galvo block) was replaced. They also reported that account said that no procedure was aborted. The treatments and the excimer procedures were completed and that pts were treated with topical steroids and bandage contact lenses were placed. As of the day of this report there is no pt rescheduled for treatment or photorefractive keratectomy. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.